Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.